Event description:
Prior to a phlebectomy of varicose vein procedure, the mdu failed. Sales rep. Contacted by the customer to obtain another mdu in order to complete the case, which was approx 5-hours later. Sales rep. Indicated that they had to wake the pt and put them under aneshtesia later in the day to complete the procedure. No pt injury or complications were reported. Both of the mdus belonged to the sales rep.